Event description:
Technician alleged that the head of the bed will not raise up and it just lowers by itself. No patient impact.

Manufacturer narrative:
The technician replaced the cardiopulmonary resuscitation switch to resolve the issue.